Event description:
During a dialysis treatment, the pt reportedly dislodged venous hemacath catheter. There was no machine alarm. The estimated blood loss was 300cc. Pt complained of feeling faint and the blood pressure dropped. Pt was infused with saline and was hospitalized for one unit of blood transfusion.